Manufacturer narrative:
The onyx material was not returned for analysis as it was reported to have been consumed in the treatment procedure. Attempts have been made to gather specific product and procedure details. However, the attempts have been unsuccessful. If and when additional information is received a supplemental report will be submitted. MDR related to this event: 2029214-2016-00613, 2029214-2016-00614. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the embolic embolization, the catheter ruptured and occluded the cerebral arteries with the onyx material. The patient was injured as evident by the aphasia and parasthesia. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.